Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest. No pump error noted. However, unit alarmed pump error during rewind due to corroded motor home switch. Unit received with minor scratches on case, cracked select button keypad overlay, missing reservoir tube o-ring, missing display window cover, broken reservoir tube lip, missing retainer, faded serial number label and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call that the insulin pump was having issues with priming. The pump continued to prompt for a reservoir and tubing reload. The pump also had pump errors 19, 18, 42, 38, and 43 in the pump memory. The customer was unable to rewind the pump. Troubleshooting did not resolve the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.